Event description:
A malfunction was reported by the customer with a code displayed as malf 0. The customer's blood glucose level was at 5.5 mmol/l, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and was instructed to call back if any issues arise in the future.